Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing/download test with nordic bluetooth device was performed and failed due to not found. A review of the share logs was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.